Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery and experienced high blood glucose level of 504mg/dl. Customer declined to troubleshoot for high blood glucose. Customer was assisted with infusion flow blocked alarm troubleshooting. Customer stated that they were reporting a past event that was resolved by changing complete set. The product will not be returned for analysis.